Manufacturer narrative:
A supplemental medical device report (MDR) was submitted on october 23, 2025 with the manufacturing report number (MFR) 8021545-2025-01231. Due to an MFR discrepancy, this report was submitted under case ID (B)(4) by error. Therefore, this current supplemental MDR is being filed to correct the associated MFR, which should be linked to case ID (B)(4). Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (8021545-2025-01231), was submitted on 29-may-2025. However, based on the investigation done on 22-jan-2026 and clinical review performed on 23-jan-2026, it was found that the serious injury was not related to infusion set and there is no allegation on the infusion set. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in israel. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 330 mg/dl at the time of the event. The duration of hospitalization was less than 24 hours. Patient was experienced the symptoms of vomiting, and weakness. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005071 in question was manufactured at the osted site. Device history record (DHR) review: the lot 6005071 was manufactured according to work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 8-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.